Manufacturer narrative:
H3: product analysis: evaluation determined that distal bearing is detached. The likely cause of failure is inadequate preventative maintenance. It was also noted burr keeps getting stuck, tube is misaligned and dented. B3: date of event notification: 1st july 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Repair request initiated for device the report of stuck. No patient impact was reported. Repair request escalated to a product event due to evaluation finding of detached bearings, bur broken.